Event description:
It was reported that the laser tip had too much range of motion inside the fiber. The excess rotation within the fiber caused the system to continue to enter standby mode. The procedure was completed with a second fiber without clinical consequences to the patient. Analysis of the returned device identified a distal circumferential fracture that could lead to forward firing.

Manufacturer narrative:
Analysis of the returned fiber identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. A distal circumferential fracture has the potential for forward firing. The metal cap exhibited severe charred debris adhesion, indicative of tissue contact. The identified metal cap tissue adhesion is likely to have contributed to continuous elevated temperatures to the output window leading to the distal circumferential fracture. The glass cap was rotating independently of the metal cap, which is indicative of a glue failure. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.